Event description:
While pt was having dobutamine stress test procedure, echo machine froze with a error message on screen. Pt had to be transferred in the middle of study to another room and machine. Lost peak pictures, had to shut machine down for the rest of echo pictures to be transferred.